Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had unresponsive keys on the insulin pump. Customer stated that the pump stopped working about 10 days ago. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that she immediately reverted to shots and the keys would get stuck and scroll on their own. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.